Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported by the attorney, through the filing of a legal claim, that the patient underwent a right total hip arthroplasty on (B)(6) 2011 where she was implanted with a stryker hip system. It is further alleged that the patient began experiencing right hip pain and was using a walker for ambulation. X-rays taken in 2016 "revealed a broken screw within the acetabular component and medial migration of the acetabular component causing protrusion". The patient then underwent revision surgery of the right hip acetabular component on (B)(6) 2017.